Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with a xiphoid incision infection. As a result, the physician opened the incision, debrided it and closed the incision. The patient was sent home with antibiotics. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that this patient presented with pain along electrode track. Reportedly, there was drainage from the device pocket and the xyphoid despite antibiotic treatment. As a result, the system was explanted. No additional adverse patient effects were reported.